Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The investigation revealed no ventilation malfunction and the reported issue could not be duplicate. The ventilator passed all functional, safety, and electrical tests to factory specification. The ventilator was cleared for clinical use and returned to customer. The reporting of this complaint was based on available information that indicated a malfunction that could lead to a hazardous situation. However, our investigation has revealed that this was not the case and with the results at hand now it should not have been reported. No device logs were received and no part has been replaced, therefore the root cause for the reported issue could not be duplicate.

Event description:
Manufacturer's ref.#: (B)(4).